Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The patient was implanted with a new aus device with a 4.0cm cuff and 61-70 cm h2o pressure regulating balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.